Event description:
It was reported that the device tripped elective replacement indicator (eri) which came as a surpise. Early eri was suspected since the patient was only atrial pacing 30 percent of the time at normal settings. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.